Event description:
Distributor informed medisystems of one incident of a leak between the baxter psn 140 dialyzer port and medisystems bloodline dialyzer connector. The blood volume in the extracorporeal circuit was discarded and a new line set up to continue treatment. No further info, ebl, pt indentifier, sex, age, or weight were provided to medisytems. Based on info provided blood loss is estimated to be 200-250 cc.